Event description:
It was reported that during a paroxysmal a-fib procedure, there were visible micro bubbles within the cool flow tubing that the cool flow pump sensors were not detecting. No service was requested by the customer at that time since they only reported the issue. After follow up with the customer to obtain detailed information of the event it was confirmed that the micro bubbles were present before and after the sensor could detect it, there were no alert message making this event reportable. The case was completed without patient consequences. This event was initially reported under cool flow pump report #: 1721752-2013-00006. However, on (B)(6) 2013, additional information was received from the bwi representative stating that the micro bubbles issue was solved by replacing the cool flow tubing set. Based on this information, it was decided to report this event under the cool flow tubing set changing alert date to (B)(6) 2013. No further information for the tubing set was provided by the customer since the tubing set was thrown out.

Manufacturer narrative:
DHR review could not be performed since the lot number was not provided by the customer. Concomitant product: cool flow pump: u.s. Catalog #: cfp002, serial #: (B)(4). (B)(4).